Event description:
A pt received a 25 ml bolus of formula every 59 minutes rather than 25 ml of flush (water). It was reported that the pt's length of hosp stay and medication additions were affected by this add'l formula delivery. Medical intervention reported as otc immodium, ativan, and zofran.